Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was admitted to the hospital for the event and the patient began treatment for the peritonitis with intraperitoneal vancomycin, 1gram and fortaz, 1gram (frequencies and durations were not reported). Three days after peritonitis onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event and the patient was not yet retrained on proper aseptic technique, however, was going to be scheduled for retraining within the next week. Action taken with pd therapy was not reported. No additional information is available.